Event description:
On (B)(6) 2025, the user reported an "occlusion alert" while using a contact detach steel infusion set with 23" tubing. Initial troubleshooting confirmed insulin flow, but due to high blood glucose (bg) levels and a bent needle, the user was advised to perform a full supply change. After replacing all components, bg began trending down from 400 mg/dl to 101 mg/dl by the end of the day. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through reconnection to the pump and a full site change. Symptoms included frequent urination. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.